Manufacturer narrative:
G4:24mar2021. B4:24mar2021. The device was evaluated by the customer and a manufacture field service engineer (fse). The fse replaced the front bezel. The device was reported to meet specification and returned to use. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The customer reported a nav-ring malfunction was identified on a ventilator during preventative maintenance (pm). The nav-ring was reported to have been coming down when rolled up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.